Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a handpiece was occluding during surgery. Patient impact is unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve their issue remotely. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).